Manufacturer narrative:
Product ID 3550-39, lot# n343243, implanted: 2012 (B)(6); product type accessory product ID 3 887-56, lot# v287549, implanted: 2012 (B)(6); product type lead product ID 3550-39, lot# n328318, implanted: 2012 (B)(6); product type accessory product ID 37754, serial# (B)(4), implanted: 2012 (B)(6); product type recharger product ID 37744, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3887-56, lot# v287549, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further evaluation of this event determined that portions of the patient's issue had been previously reported in manufacturers report # 3004209178-2014-12304. All further follow up information will be reported in under this current manufacturers report.

Event description:
It was reported that the patient experienced an overstimulation sensation. It was noted that the overstimulation started when the patient was at home and the patient went to the emergency room. It was suggested that a physician reset mode (prm) be performed to address the overstimulation issue. This reportedly stopped the overstimulation. It was further noted that a manufacturer representative was able to perform a prm and it was confirmed that stimulation stopped. It was later reported that the overstimulation started on 2014 (B)(6). The patient was reportedly told to perform a trickle charge with their recharger. The patient was letting it charge for a couple hours and set it down on the counter. When the patient went back to pick it up it turned on and was at a very high pulse rate. It was noted that the patient could not walk or anything. The patient stated that they felt like they lost 2 gallons of sweat and could barely call anyone. The pulse was reportedly going down the patient¿s left leg and they felt like they were getting hit with a baseball bat in the back. The patient stated that a manufacturer representative told them that there was no way to turn the stimulation off. The patient reportedly ended up calling an ambulance the same day. It was reported that nobody at the hospital could turn it off. After 8 hours they were reportedly able to find someone to come in and they were able to stop the stimulation. They were reportedly about to prep the patient and remove the device because, they did not know what else to do. It was noted that the patient was in a crisis and a lot of pain. Additional information has been requested but was not available as of the date of this report.